Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that after implantation of a xience stent in a coronary artery, the patient became confused and demonstrated expressive aphasia. The patient was assessed by the stroke code team, and the symptoms began to resolve. A head CT (computed tomography) and a head/neck angiogram CT were performed and both were within normal limits. The symptoms resolved while the patient was in the recovery unit. Approximately 12 hours after the index procedure, a brain MRI (magnetic resonance imaging) was performed, which indicated a lacunar infarct. No treatment was required, and the condition resolved without sequela. No additional information was provided.